Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005, product type :lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead.

Event description:
The consumer and health care provider (hcp) reported that the patient's last hcp "messed her up" because they didn't know the patient had 2 leads and only thought they had 1 lead. One of the leads was running at 800 to 900 ohms during the replacement surgery on (B)(6) 2015 and the hcp didn't know why the leads were running so high. Every checkup from that point the impedances kept going up and up. The next visit the impedances were at 1200 ohms and the next visit they were at 1800 ohms. At that point another hcp took a look at the patient's system and was told the reason the impedances were running so high was because the lead wire was broken and loose. The other lead had moved and gotten caught in the middle of their abdomen. The patient had a biopsy done that showed the hole where the lead was and showed it moved and this was confirmed in (B)(6) 2015. The patient was taken into emergency surgery on (B)(6) 2016 because of the migrated lead and the patient now had a new system. The hcp further reported that no lead broke and they just turned down the stimulator. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient¿s device was ¿running high¿ and one of their leads dislodged and got stuck in their abdomen and punched a hole in their abdomen. It was noted that they had surgery in (B)(6) 2016 to fix it. The patient inquired if there was a rechargeable device available and stated that they thought their battery was dead again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.